Event description:
It was reported that upon device interrogation, a message window appeared and informed about an electrical reset. The message was confirmed, the data deleted as requested and the session ended. When the device was interrogated again and a new session opened up, the same message window informed about an electrical reset. This procedure was repeated several times and the status of the electrical reset could not be deleted. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a power on reset (por) parameters with save to disk file (B)(4) shows por on (B)(6) 2011, "key_model", "sigma svvi ???".